Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation with a 275cc mentor memorygel breast implant experienced right sided baker grade IV capsular contracture post procedure. As a result, replacement with a 275cc mentor memorygel breast implant was performed on (B)(6) 2022.

Event description:
It was reported that a female patient who underwent breast augmentation with a 275cc mentor memorygel breast implant experienced left sided baker grade IV capsular contracture post procedure. As a result, replacement with a 275cc mentor memorygel breast implant was performed on (B)(6) 2022.

Manufacturer narrative:
Additional information was received on september 8, 2023. An additional capsular contracture event was reported with this patient. Recurrence of a right sided capsular contracture was reported under 1645337-2023-11342. Additional information was received on september 18, 2023. The patient, originally reported to have experienced right sided capsular contracture, experienced bilateral capsular contracture. On (B)(6) 2022 the patient underwent a capsulotomy on the right with subtotal capsulectomy and replacement of the prosthesis on the left. The contralateral prosthesis is reported under 1645337-2023-11508. Manufacturer¿s reference number: (B)(4), on (B)(6) 2023 additional clarification was obtained. This report originally reflected that the device was right sided, however, this report relates to the left sided device.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on april 18, 2022. The investigation of the returned device was completed by the failure analysis lab on may 5, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).